Manufacturer narrative:
Based upon evaluation of the subject device, coil sheath was buckled at three spots respectively at 50 mm/1,450 mm/1,500 mm away from the tip. Also, the pipe was kinked at the stopper. For crushing calculus, the mechanism of this device is to bind calculus by pulling basket wire with the lithotripter and crush them by compressive force of the coil sheath. It is surmised that this device was not able to be withdrawn from the endoscope, since the coil sheath was buckled by applying excessive compressive force to basket wire. It is surmised that since under this conditions, the endoscope repeatedly was pushed and pulled to withdraw, the papilla was torn. When the binding is loosened by letting the ratchet of the lithotripter off, the compressive force is released, so the endoscope can be withdrawn. In addition, the binding can be also released by removing the lithotripter from the control unit and the device can be withdrawn from the endoscope. From the doctor's comment, the ratchet of the lithotripter may not have been turned off. Further, it is considered that the buckling at 3 locations occurred possibly because excessive compressive force was applied in crushing calculus. Since olympus had confirmed that there was no abnormality like buckling of the coil sheath in prior to the shipment, the events that were pointed out occurred after the delivery of the subject device. It is possible that bending of a pipe in a stopper occurred when bml handle was taken off. However, the cause was not able to be identified. As described in the instruction manual, this device is not designed to be capable of crushing all calculus. Consequently, the pipe or basket wire may break and part of the lithotriptor may remain in the body. Different parts of the device break depending on the situation such as the shape of a calculus, bending shape of a coil sheath, etc. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, notable coil sheath bent or gap etc.). (Description of instruction manual): when using the bml handle v (maj-441), crush a calculus with the ratchet switched on, and switch it off after crushing. If the instrument is difficult to withdraw from the endoscope or gets stuck, confirm that the ratchet is switched off and the knob can be moved. Forcible movement of the instrument with the ratchet switched on may result in perforation, bleeding, mucous membrane damage and/or instrument or endoscope damage.

Event description:
(First event): the doctor performed a lithotripsy using bml-v232qr-30, and a wire at a wire joint with a pipe snapped. Since a calculus was released from a basket wire, it did not lead to incarceration. (Second event): the doctor again performed a lithotripsy using another bml-v232qr-30, and succeeded in it. However, coil sheath was kinked at approximately 50 mm from the tip of the sheath, and the subject device was not able to be withdrawn from an endoscope. The doctor attempted to withdraw the subject device from a bile duct by pushing and pulling the endoscope back and forth at a papilla, without success. Then, the doctor found out that the papilla was torn. (Third event): after confirming that the papilla was damaged, the doctor removed a bml handle (maj-441) and was able to remove bml-v232qr-30 through the instrument channel outlet of the endoscope. Then, the doctor withdrew the endoscope from the patient's body. In an effort to treat the damage of the papilla, the doctor performed an open surgery. This report describes the "second event." Please cross-reference the following report; 8010047-2016-00319,00322.